Event description:
New information received notes diagnostic issue on the implantable cardioverter defibrillator (ICD). There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.